Manufacturer narrative:
Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer encountered issue while changing the reservoir and the plastic part of the reservoir compartment fell off. The customer's blood glucose level was 14.0 mmol/l at the time of the incident. The customer stated that they had never dropped the insulin pump and they were sure that they had not bumped it. The customer stated that the damage to the insulin pump was not caused by a vehicular accident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.